Manufacturer narrative:
On 04/19/2016 the field service engineer (fse) found the abnormal abn ii control high but did not observe a leak. The reported leak was just cleaner buildup around the wbc bath. The wbc bath is old and the aperture current was causing the control issue. The fse replaced the cloudy bath and the instrument ran without the control issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained cleaner leak from above the wbc (white blood cell) bath inside the coulter hmx analyzer during shutdown. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.